Event description:
It was reported to philips that the ac module for the device was defective, the indicator light would not illuminate and it would not charge the battery. There was no patient involvement.